Manufacturer narrative:
E1 establishment name: (B)(6). During device evaluation, the customers¿ allegations were confirmed as water tightness was lost due to a pinhole on the bending section cover. Additional findings other than the peeled adhesive on the objective lens include the following: the adhesive on the bending section cover had a chip; due to damage on the charged coupled device unit, the image had white dots; the control unit, switch 1; up/down plate, right/left plate, light guide cover lens, and light guide connector all had a scratch; the video connector had a crack and a scratch; the video connector case and the grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that the tip leaked on the endoeye flex deflectable videoscope. No patient or healthcare professional was impacted. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Overall inspection of the endoscope] 4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught. 6. Make sure that there are no scratches, chips, dirt, gaps around the lens, etc. On the tip of the lens. 7. Check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. 8. Wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean." Olympus will continue to monitor field performance for this device.